Event description:
Received an electronic report of an adverse event to a pt undergoing dialysis treatment. The pt started treatment when 40 minutes into the treatment, became unresponsive. This facility was contacted and additional info was received on this pt event. The pt reproted feeling hot, had a blood pressure drop, felt nauseous, and lightheaded. At this time, the staff started to infuse 1000 ml of normal saline. The pt stated "help me my vision is bluing", and bp was 74/37 and the ns was continuing to infuse at this time. The pt was sob so 02 at 4lpm was administered. The pt then became unresponsive. No hr or bp was detected. The blood was reinfused and an AED was applied to the pt. Compressions were initiated and no heart rate was detected so compressions continued. 911 was paged and the pt was not alert and responsive. 911 transported this pt to the ER. All tests were negative except the k+ which was 5.2. The rn stated this pt is diagnosed with 1st degree hert block but is reportedly too ill to have a pacer placed. Rn reported the elevated k+ levels have been ongoing. A new order was recently written to change the dialysis bath to a lower k+ concentration. Also, the pts dry weight had been changed without an md order. The dialysis facility will recheck the k+ level in 20/2006. In 03/2006, the k+ continued to be elevated and the pt will remain on the lower bath.